Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic lobectomy procedure, the device did not fire. The surgeon was able to press the green button, but was not was able to squeeze handle. There was no patient injury.